Event description:
The account alleged that the right head brake caster was not holding when the brakes were set. No pt impact.

Manufacturer narrative:
The technician found the brake caster was installed backwards. The technician rotated the brake caster so that it was installed correctly to resolve the issue.